Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed. Please reference maude event report number mw5042847 that zoll received.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating any functional issues with the device. Review of the log did not yield any information beneficial to the investigation. It is important to note the electrode pads were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.